Manufacturer narrative:
B3- date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler rattles. A root cause could not be identified. Based on the results of the investigation, the most probable cause for reported malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image flickering when the cable was moved toward the camera. There were no reports of patient harm.